Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to the FDA because the incident occured internationally using the alinity m hr hpv assay, list number 09n15-092, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095 which received FDA approval.

Event description:
The customer reported a false negative result for other hr hpv b target while using the alinity m high risk (hr) hpv amp kit. Sample ID (sid): (B)(6) was initially processed on (B)(6) 2026 and resulted as other hr hpv b positive (cycle number (cn) = 25.82). This patient sample was obtained by the physician in a surepath vial. Sid: (B)(6) was initially processed on (B)(6) 2026 and was invalid due to a cellular control failure. Retest of the same sample occurred on (B)(6) 2026 and resulted as not detected but showed amplification for other hr hpv b target. The max ratio (mr) value was 0.46 and does not meet the threshold criteria. This sample was part of an internal validation of the evelyn brush self collection solution. The sample was self-collected by the patient. The results between the two samples were compared. The customer reported the initial positive result obtained from the surepath sample which was used for patient management. There was no impact to patient management.